Event description:
On (B)(6) 2013, the physician reported that the patient was in the office last week ((B)(6) 2013) and high impedance was seen on diagnostic tests. The impedance value was about 9,000 ohms. The physician suspects the lead pin is not fully inserted, as the patient had a battery replacement in (B)(6) 2013. The vns device was not disabled, as the physician felt that the patient might be able to still receive some efficacy from the vns. No trauma or manipulation is suspected to have caused or contributed to the event; however, it was noted that the patient had a left rotator cuff surgery in august and it was unknown if this was relevant. X-rays were taken and sent to the manufacturer for review: placement of the generator appears normal in the left chest, and the feedthru wires appear intact. The ability to visualize the lead is severely compromised due to inconsistent brightness and contrast. Additionally, the lead cannot be fully assessed in the neck as the x-ray image does not encompass the entirety of the lead. There does appear to a strain relief bend present; however, the presence of a strain relief loop cannot be assessed due to the image area. Two tie-downs appear to be present. One tie-down is securing a strain relief bend as per labeling. The presence of additional tie-downs and their placement per labeling cannot be assessed due to the image area. There does appear to be lead behind the generator. There does appear to be an area of suspect discontinuity in the lead visualized above the generator; however, the resting placement of the lead immediately anterior to the patient¿s rib, coupled with the inability to resolve brightness/contrast between the lead and rib, leave the suspect area to be unable to be assessed. There does not appear to be any sharp angles in the lead. The lead wires appear intact at the connector pin. Follow up with the physician found that prior to the patient's visit on (B)(6) 2013, the patient had not been seen since (B)(6) 2013. The patient's seizure control is fine and the patient is accustomed to vns therapy. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Review of x-rays by the manufacturer revealed a suspected lead discontinuity; however, it could not be confirmed due to the image quality of the x-ray. Device failure is suspected, but did not cause or contribute to a death or serious injury.